Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Although no outer surface of the balloon was noted to be compromised during return analysis, it is likely that during advancement and/or inflation, the balloon outer surface became compromised and/or damaged against the heavily calcified anatomy resulting in the reported balloon rupture during inflation at 14 atmospheres. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superior femoral artery (sfa). The 6.0x80mm armada 18 balloon ruptured at 14 atmospheres during the first inflation. Another same size armada was used to successfully complete procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.